Event description:
During treatment with cosmoderm, the needle disengaged and product spilled. There was no injury to the pt or to the injector. The complete lot number was not provided by the physician.

Manufacturer narrative:
Medwatch sent to FDA on 30/nov/2007.